Manufacturer narrative:
Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6074900. Regular and routine inspections are performed during the production of a batch; a review of qns for this batch noted no such defects noted during the manufacturing of batch# 6074900. No DHR review was performed because CAPA (B)(4) was initiated to address such issues at this time. Two investigations were performed. First investigation summary: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 6074900. Customer states that the scale print is smeared and difficult to read. The returned syringe was examined and exhibited partially printed scale markings down the length of the barrel. Sample was forwarded to manufacturing ((B)(4)) on 09feb2018 for further review. On 13feb2018, (B)(4) received one (1) 0.3ml, 8mm, 31g syringe in opened polybag from batch # 6074900. All samples were decontaminated per hstr-17 prior to being evaluated. Second investigation summary: upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd (B)(4) were noted. Probable root cause likely to be damage to the pad causing incomplete transfer of the scale print on the pad to the exterior of the barrel. When this occurs, any portion of the scale print can be missing or askew. CAPA (B)(4) was initiated by the (B)(4) plant to address scale print defects and their associated root cause(s). Batch# 6074900 was produced prior to implementation of any corrective/preventive actions in association with this CAPA. Bd was able to duplicate or confirm the customer¿s indicated failure (partially printed scale markings). Possible root causes for missing scale markings include: damage to the pad. Print drum not touching the pad for ink transfer. Pad heat set incorrectly. Print head timing out of adjustment. CAPA (B)(4) was initiated to address such issues at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insulin syringe with bd ultra-fine needle the consumer reported that the scale print on some of the syringes is smeared and difficult to read. There was no report of injury or medical intervention.